Manufacturer narrative:
The syringe had a split down the side of the barrel that was not detected prior to use. As the syringe plunger was pushed down to administer lidocaine, fluid sprayed into the eyes of the scrub tech. The scrub tech was sent to the emergency department for treatment. The facility would not provide any other information but did state the scrub tech was fine. The extent of any injuries is not known. Samples were returned for evaluation and the issue was confirmed. There is no remaining stock from the reported lot number. Product from another lot was pulled and inspected. No cracked, broken or damaged syringes were found.

Event description:
Lidocaine was sprayed into the eye of a scrub tech due to a split in the syringe barrel.